Event description:
It was reported that during an endoscopic retrograde chlangiopancreatoscopy (ercp) with stent placement procedure, deployment difficulties were encountered. The lesion was located in the common bile duct (cbd). The 7 x 10 cm rx stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent the introducer was locked and the stent "misdeployed". The stent was able to be removed utilizing a rat toothed forceps. A different, unspecified, guide wire and stent were able to be successfully placed to complete the procedure. The pt's status is reported as "doing well".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the use facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch fill be filed.